Event description:
It was reported that the device reached elective replacement indicator (eri) due to possible premature battery depletion. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead had high thresholds. No action is planned for rv lead since the patient is (B)(6) years old and paced less than 5% in the rv. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr ipg implanted: (B)(6) 2011. (B)(4).